Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the issue occurred accidentally. Based on the inspection results, it was considered that the device was not able to operate normally in the low rotation area of the fan because the device was fine to inspect at 25 and at high temperature. The cause of the issue may be a high resistance value of the cable for energizing the fan or a high impedance inside the fan motor. The cause of the above-mentioned occurrence was probably due to cable breakage, rust, or deterioration. However, since the possibility of deterioration was extremely low from the year of manufacture of the device, the cable may have been broken or rust induced, therefore the possibility of the issue occurred due to the use and usage environmental factors of the device, but it was likely that the issue happened accidentally because the device was not in the place where users usually access.

Manufacturer narrative:
The device evaluation found that the fan failed a fan 2 speed test at twenty-five (25) degrees. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The visera elite ii video system center was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified a malfunction of the fan. No patient involvement was reported.